Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 6: reference MFR report: 1627487-2015-01384, 1627487-2015-01385, 1627487-2015-01386, 1627487-2015-01387 & 1627487-2015-01388. It was reported the patient complained her scs system's amplitude increases/decreases on the left occipital (off-label) lead when she applies pressure on the extension header. X-ray taken did not show any anomalies. Follow-up identified the patient underwent a revision on (B)(6) 2015. During the procedure it was found the lead was not connected properly in the extension header. The lead was reconnected and effective stimulation therapy was restored. It is undetermined which lead(s) and extension(s) were involved in the event. All possible devices are being reported.